Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d9, h3, h4, h6, h10. Corrected fields: e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. During device evaluation error code e117/e118 was found. Based on the results of the investigation, it is not possible to establish the root cause. However, it is likely that error code e117/e118 were displayed due to mother board failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. Three attempts were performed to obtain additional information, but no response was received from the customer. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus, the visera 4k uhd camera control unit experienced an e118 otv error code. There were no reports of patient harm.